Event description:
A us distributor reported an electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the ECG a&b cable is pulled out of front therapy electrode, damaging wires in the cable. The root cause for the strained cable was excessive force. There were no adverse events associated with the damaged electrode belt.